Event description:
Report 2 of 6: it was reported that during use of bd max¿ system, bd max¿ instrument, a false positive norovirus patient result was obtained on the bd max¿ enteric viral panel. Test was repeated on max and was negative. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: introduction a complaint alleges the max instrument had false positive and discrepant results as reported by the customer. Material #: 441916 serial #: (B)(6). Returned material analysis samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. Investigational testing/ review remote assistance was provided to the customer via database review by the molecular applications specialist team. Following this review, a bd field service engineer (fse) was dispatched to the customer site as evidence of pipettor performance instability was identified for channel 2. The fse performed replacement of the pump on pipette channel 2. Following part replacement, performance verification was performed via qualification per the max instrument service manual. The instrument was returned to the customer performing to all specifications. Service history review for this instrument was completed and revealed no previous complaints related to this issue. Conclusion / outcome this complaint is confirmed by bd quality. The root cause of the failure was attributed to pipetting performance instability as indicated by system error messages (full fill check (ffc) and result metric errors); pump replacement restored instrument performance to be within all specifications. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
D.2. Additional medical device types: nqx, njr, ozn. G.4. There were multiple PMA/510k numbers: k111860, k120138, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 6: it was reported that during use of bd max¿ system, bd max¿ instrument, a false positive norovirus patient result was obtained on the bd max¿ enteric viral panel. Test was repeated on max and was negative. There was no report of patient impact.